Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a lifted electrode. It was initially reported by the customer that it was reported that the catheter stopped deflecting. It was removed and replaced. Case continued without issue. There was no patient consequences. The customer¿s reported deflection issue is not considered to be an MDR reportable malfunction since the potential risk that it could cause or contribute to a serious injury or death is remote. On 26-jan-2024, the bwi pal revealed that a visual inspection of the returned device found an electrode lifted in the tip. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed an electrode lifted in the tip. The issue is unrelated to the reported event. A deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found detached from the ferrule. For the electrode lifted microscopic analysis revealed deformation in the electrode. The root cause of the damage could be related to the manipulation and usage; however, this cannot be conclusively determined. The deflection issue reported by the customer was confirmed. Additionally, physical damage was detected during the product investigation. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: clamp (g0405203) were selected as related to the detached puller wire. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the lifted electrode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).